Event description:
It was reported that at follow-up elective replacement indicator (eri) was indicated on the device. Technical service confirmed this was due to dual chamber lock-up. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. There was a measurement system lock-up elective replacement indicator (eri). Device was reset successfully.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 5554-53 implantable pacing lead, implanted: (B)(6) 2011; product ID 5076-58 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.